Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be identified. However, it is likely that the phenomenon monitor does not turn on occurred due to faulty power supply circuit board. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, high-definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the monitor did not power on. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found the following: the power switch, locking connector of internal harnesses, bezel plate, and rear cover were broken; there was silica ball found inside the equipment; and the bezel, bracket, rear panel/rear cover, and connector was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.